Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 07/20/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, lo and lo fasting. Reviewed meter memory: see scanned table. No adverse event reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).